Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads were non-functioning and would be replaced at a later time. The rep stated that during the replacement of the implanted battery for routine replacement one of the leads would not come out of the connector block. The set screw was removed and the torque wrench used to loosen but the lead would not come out so the doctor cut the lead. The other lead did come out successfully but had all out of range connections. The battery was plugged and the leads were going to be replaced at a later time.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2015, brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the cause and weight information was unknow.

Manufacturer narrative:
H3: product analysis product ID# (B)(4), serial #: (B)(6): analysis identified no significant anomalies. However, a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Product ID (B)(4) serial# (B)(6) implanted: visual analysis, due to the condition of the lead, identified no significant anomalies. Analysis identified that the connector(s) were pulled [out/off] at the proximal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.